Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections were updated: b4; b5; d4; d9; g1; g2; g3; h1; h2; h3; h4; h6 and h11. Review of the most recent repair record determined the unit was found to have a damaged machined head, worn parts, nonfunctional bearings, corrosion, a loose swivel, was out of calibration, the control bar was damaged and not in the correct position, and the motor speed was unstable. The machined head, pin, screws, ball bearings, spring seal, needle bearing, external e-ring, retaining ring, reciprocating arm, neckpiece, swivel, control bar, motor, and motor sleeve were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: netherlands.

Event description:
It was reported that during an unknown time, the unit was mechanically stuck. It is unknown if there was patient impact, harm or delay. Due diligence is complete as no additional information is available.